Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. If additional information becomes available a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During trouble shooting for a check lines and bags alarm, the patient changed out the cassette only and reconnected with the rest of the same supplies and compromised the setup. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. The label review found the labeling adequate for the use error in this complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A customer contacted baxter's technical service center regarding a check lines and bags alarm during prime on the homechoice. The home patient (hp) stated the alarm reoccurred after changing only the cassette and not the solution bags. The technical services representative (tsr) advised the hp not to disconnect and reconnect bags. The tsr advised the hp to start over with all new supplies. Product surveillance followed up with the hp, who reported supplies were discarded. Product surveillance recommended the hp change out all supplies at the time of the alarm as there is a risk of contamination and the hp understood. The hp stated he started over with new supplies and resumed therapy. There was patient involvement. No patient injury or medical intervention was reported.